Manufacturer narrative:
During further investigation, a visual inspection of the user interface assembly revealed no evidence of damage or contamination. The user interface was installed in a further investigation test ventilator, the ventilator was started up in normal ventilation mode and run for at least 2 hours with no errors occurring. Flexing the ribbon cable between the user interface and the power management board resulted in no errors. The display brightness setting between 1 through 5 was gradually increased, again no errors. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The display cables to the pm board were flexed during operation without impact on the display content. The screen brightness could be adjusted and the display content was still visible at the lowest setting. No failure was found.

Event description:
The customer reported that on startup the screen was white without any characters or waveforms showing. Restarting didn¿t change the problem. There was no patient involvement.

Event description:
The international customer reported the v60 unit display is faulty and turns white with backlight when power is turned on. It does not show anything. When complaint occurred, the situation didn't improve even inserting and pulling out power plug into socket. Operational time was unknown because the screen didn't work correctly. There was no patient involvement.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed on 03/10/2017 the reported issue. The technician confirmed that the device turned on, the screen display turned to pure white and neither words nor wave foam were not displayed. User interface assembly, 2nd gen was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Functional test was performed then no abnormality was confirmed. User interface assembly was returned to the v60 vent manufacturing facility for evaluation. Investigation is anticipated, but not yet begun.